Event description:
It was reported that during a bilateral salpingo-oophorectomy procedure, the device was placed across the right tube and fired with an unusual crunch. The device was attempted to be opened by pushing the release button. The button did not release the jaws. A second device was used to transect the tube and complete the right side of the oopherectomy. There was no pt consequence reported.